Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data logs were returned and investigated. No discrepancies or motor current spikes were found during the data log review. No imaging was returned as well. The cause of the ischemic stroke was most likely patient condition related and the relation to impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male was implanted with an impella 5.5 for pre-operation stabilization. The patient developed an embolic cardiovascular accident approximately one day into support. Care was withdrawn due to the severity of the injury and no further surgical options being available. The patient expired after being withdrawn from care.